Event description:
It was reported via repair work order that the brakes could not hold due to worn brake cams and the side rail could not latch due to damaged spring spacer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes could not hold due to worn brake cams and the side rail could not latch due to damaged spring spacer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation it was determined that the brakes could still be engaged and disengaged if needed and the worn brake cams did not impact the brake function.